Manufacturer narrative:
Information of the initial reporter is not yet available. This device was returned to olympus for further investigation of event of positive culture test finding. Per the testing of the device conducted by olympus, the device did not any hygiene relevant germs that could adversely impact anyone. The results obtained comply with the target level defined in the regulations of (B)(6) outlined on (B)(6) 2016. Bedside pre-cleaning practice for endoscope at user facility is life nova clean. Detergent used for cleaning is premium salvanios. Disinfectant used for disinfection is peracetic acid. The biopsy valve, air valve, and suction valve are disinfected or sterilized manually. Automatic endoscope reprocessor (aer) is soluscope 3 and 4. Aer detergent is soluscope cln. Storage practice was soluscope storage. Maintenance company is olympus. Device evaluation is not yet performed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported by the customer, the device tested positive after a routine culture test for microbes as required by regulation in france. There is no adverse impact or infection, nor contamination nor any other deterioration in health of any patient or anyone else as a result of this event.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). The device history record review confirmed that device conformed to specifications at the time of shipping. Automatic endoscopy reprocessor disinfectan is soluscope paa. Result of the culture test, performed by olympus from an independent laboratory after reprocessing: channel rinsing water: <1cfu/endoscope (<1cfu/100ml) standard value should be less than 5 cfu/endoscope. The level of detected germs was lower than the standard value of the local regulation. Upon evaluation of the device, there was no damage found for the device. The root cause of the positive culture test performed by the customer cannot be conclusively specified. However, nonconformity which required repair was not confirmed from the subject device. The olympus culture test performed after reprocessing in accordance with instructions for use (IFU), growth of microorganism was not confirmed from channel rinsing water. Therefore, there appears to be no relation of the positive culture found by customer testing to the device the possible causes can be that reprocessing conducted by the user was deviated from the reprocessing recommended in IFU, or contamination occurred at microbiological sampling. The IFU includes the following statements: reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
Correction for b6 not included in the initial MDR. This supplemental report is being submitted to provide this information.